Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, it was reported that the customer pulled and disconnected the luer lock from the infusion set tubing. There was no damage noted to the pigtail, cartridge, or tubing. The customer's blood glucose (bg) level was 331 (mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Add statement: per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no cartridges were returned to investigate the luer lock disconnection.